Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and infusion set not adhering. Blood glucose level at the time of the incident was not provided. Customer stated the infusion set fell off their body and ended up in the emergency room with high blood glucose. It was unknown if the customer was wearing the insulin pump at the time of the emergency room visit. The customer was given recommendations to improve adhesion. The infusion set/insulin pump was not returned for analysis.